Event description:
Medtronic legal received information medtronic legal received information regarding insulin pump had crack on retainer ring from the attorney of the family. Customer stated insulin pump had malfunctioned due to the retainer ring defect and failed to deliver the correct dose of insulin. Customer was diagnosed with hypoglycemia because of frequent insulin pump failures. Customer also stated they suffered from mental stress, anxiety, worry, humiliation, fear, concern because insulin pump malfunctioned. Customer also reported loss of consciousness that resulted in vehicular accident. The insulin pump will be returned for the further analysis. Per (B)(4), the event date for the current case is (B)(6) 2021. On (B)(6) 2021, customer used 670g (B)(4) with a black retainer ring and was on the way to pick up a dress for a wedding and stopped for lunch at an unknown time. After picking up the dress, she went to pick up dinner and was driving home when she had a severe low bg at approximately 8pm and lost consciousness while driving her car and had a car accident. Customer was unconscious for over two hours and was not found until approximately 10:45pm. Per customer, pump was in manual mode. Sensor was not used due to repeated sensor errors. Customer had a concussion. Customer was treated by the paramedics for the low of 32mg/dl with saline and dextrose. Customer declined transport and went to the emergency room the next day for scans and pain treatment. Customer did not recall other information as she had hypoglycemia unawareness and lost consciousness. Customer alleged over delivery. Customer had 3 replacement pumps since (B)(6) 2020 due to hypoglycemia and a broken retainer ring. Customer had photos of the pump taken in approximately (B)(6) 2021.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.